Event description:
It was reported that the patient's right atrial (ra) lead was "not working properly and the defect was noticed back in (B)(6) 2015." It was further noted that the ra lead exhibited low p-waves and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the right atrial (ra) lead exhibited high thresholds and undefined impedance. The ra lead was explanted and replaced. The right ventricular (rv) lead triggered an alert for undefined impedance and a high number of short v-v intervals. The rv lead remains in use.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.